Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced device damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the medical staff followed the doctor's advice and opened the syringe. And it was found that the syringe had no handle.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the syringe 1ml ls 25ga 5/8in chin graphics experienced device damage/deformation with the device still considered operable. Product defect was noted prior to use. The following information was provided by the initial reporter: the medical staff followed the doctor's advice and opened the syringe. And it was found that the syringe had no handle.